Event description:
The lay user/reporter contacted lifescan on the event date, and alleged that the lancet was loose/falls out from the patient's on touch lancing device (minilancer). The medical affairs specialist was unable to reach the reporter/patient after several attempts via phone. A letter was sent to the address provided. The reporter did not know when the alleged issue first occurred. As a result of the reported issue, the patient reportedly increased her dose of medication (unknown medication/dosage). However, a few days after the onset of the issue, the patient allegedly felt shaky and nervous. She treated self with glucose tablets on the same day, at 1:30 pm. The patient was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. The patient's technique to collect sample was reviewed and she was using the product according to instructions. This complaint is being reported because the patient claimed to have experienced symptoms suggestive of hypoglycemia after the product issue began. She had increased her medication as a result of the reported issue. Patient treated self with glucose tablets post symptoms. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.